Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED was flashing red and will not power on. The customer stated that they tried powering the unit on for inspection, but the unit would not give audio only chirping. Customer also tried a new 9v battery, but the unit prompted them with a service code of 5310. They did not report that this event occurred during patient use.